Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-may-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the drawer not being able to recover. A field service engineer (fse) checked the cables and connections for any issues. Fse replaced the drawer controller board, pyxis module controller and the retractor band to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, all cubies in the drawer 6 failed to open and not detected on bus, which located on mst. The customer attempted to reboot and power the unit off and on again, but the storage space could not be recovered and required maintenance. The customer stated that this malfunction occurred while trying to dispense the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.